Event description:
Boston scientific received information that during an elective device upgrade this right ventricular (rv) lead displayed shock impedance measurements greater than 125 ohms. The boston scientific field representative noted the patient received a shock approximately (B)(6) months ago and the shock impedance was 78 ohms. Given the lead had a high shock impedance during the procedure with the new device, the lead was capped and successfully replaced with a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.